Manufacturer narrative:
(B)(4). The results of this investigation concluded fibrous thickening on all cusps, and fibrous pannus ingrowth on the outflow surfaces of cusps 1 and 3, with retraction of cusp 3. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin and pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin and pannus formation remains unknown.

Event description:
The patient was on aspirin prior to implant and continued on aspirin as the only anticoagulant regimen for two years. The valve was explanted and the reason for explant was not provided.